Event description:
It was reported that the continuous glucose monitor was not paired to the ilet, triggering an on-device alert that dosing would stop after a grace period. The user had replaced the cgm and transmitter, and the transmitter serial number entered did not match, resulting in an incorrect pairing configuration; the agent guided the user to re-enter the correct pairing code and transmitter serial number, after which the system entered the cgm warm-up period and pairing was confirmed. Symptoms included no reported adverse clinical effects. Outcomes included continued therapy after successful re-pairing and education that the alert would clear once cgm values resumed. Investigation included technical troubleshooting, verification of device identifiers, and user education. Investigation of this case revealed a user input error for the transmitter identifier that prevented pairing, which resolved after re-entry of correct information. It was concluded, based on previously established findings for similar reports, that the cause was user error related to device setup.